Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the lure connector during an infusion set change, which coincided with starting to use a new case for the ilet; the connector would not turn into place until pliers were used, after which the infusion set change was completed and insulin delivery resumed, with a reported blood glucose of 92 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy after resolution and no need for medical care. Investigation included customer care troubleshooting and education. Investigation of this case revealed that interference from the external case likely impeded proper connector engagement and that use of a tool enabled secure attachment. It was concluded that the device functioned as designed and that external factors, specifically the case, contributed to the difficulty; the user was advised to remove the case during future infusion set changes and to contact support if issues persist.